Event description:
It was reported that the device detected a supraventricular tachycardia (svt) episode as ventricular tachycardia (vt) due to rapid onset of svt. The svt was treated with anti-tachycardia pacing (atp). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.